Event description:
A 2.5mm diameter by 15mm length s660 stent delivery system was inserted for treatment a lesion in the right coronary artery. It was not possible for the stent to cross the severely calcified target lesion, therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent caught on the tip of the guide catheter as it was being pulled into the guide catheter. The stent subsequently came off of the delivery balloon and remained on the tip of the catheter. The guide catheter and stent were successfully removed from the pt. The target lesion was then pre-dilated and treated with the insertion of two additional stents. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The lesion not being pre-dilated contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.